Event description:
It was reported that they were getting errors that caused the patient to be re-exposed. Once the x-ray tube, hv multiplier, inverter and the filament protect board the unit was operating as intended.